Manufacturer narrative:
Additional information was received from the customer indicating that there was no patient involvement. One cadd legacy 6400 pump was returned for analysis. The event history log was reviewed indicating that power was lost while pump was on, no disposable with key stuck alarm messages had occurred. Functional testing was then performed; inability to duplicate complaint. Visually inspected the pump's event history logs showed "power lost while pump was on, no disposable and key stuck" alarm messages. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Event description:
Information received a smiths medical cadd legacy pump 6400 power off and continues to do so with batteries in device. The screen also goes black. No patient adverse events reported.